Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an over-infusion with a baxter lv infusor. The infusor was filled with vancomycin 1500mg in 240ml sodium chloride 0.9%. The infusor, which is designed to operate with a nominal fill volume of 240ml and at a flow rate of 10ml/hr for 24 hours, completely infused after just 13.5 hours. Four days after the over-infusion, the patient was hospitalized for estimated glomerular filtration rate, high creatinine levels and high vancomycin levels. The cause of the over-infusion, treatment for the event, and the patient¿s outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was manufactured between: 16sep2016 and 19sep2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.